Manufacturer narrative:
Attempts have been made to obtain the missing information. However, to date, it has not been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the johnson and johnson (jnj) intraocular lens (iol) was implanted into the patient¿s left eye. The patient has allowed several months for the adaptation of the multifocal lens and has adapted somewhat. Patient feels their vision is unreliable necessitating significant light to see clearly. During a post-operative examination, the patient expressed issue with their vision including visual disturbances, blurry vision, and halos or glare. The patient flies planes often in dark light or with red lights on the instrument panel. The patient prioritizes clear distance vision and using reading glasses instead. The patient does not want to blend his vision meaning monofocal and multifocal lenses because this mix has been difficult to adapt to and makes him feel off. The iol was subsequently explanted. No harm to the patient or user has been reported in connection with this complaint. No further information is available.